Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set cannula kinked event on (B)(6) 2024. The event occurred within three hours after insertion. The insertion site was abdomen, upper arm, right under breast. The infusion set was in use for one day. The blood glucose level was over 425 mg/dl and the patient was treated with correction bolus via pump and gave herself through an IV. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 4. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.